Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2021, all hardware (tmc devices: 2 plates and 8 screws; non-tmc device: screw) was removed in a revision surgery on (B)(6) 2022 due to irritation from a cyst near the dorsal plate. Additional information indicates the cyst near the plate was removed as well and the patient's bones were fully fused. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were not returned to the manufacturer for evaluation as they were discarded by the facility. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The most likely cause of the reported event could not be determined as the device was not returned for evaluation. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any issues with placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2021, all hardware (tmc devices: 2 plates and 8 screws; non-tmc device: screw) was removed in a revision surgery on (B)(6) 2022 due to irritation from a cyst near the dorsal plate. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.